Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) insulation was damaged. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.